Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Hls 5.0 was not performing oxygenation as expected, this is the second circuit on the same patient, they changed out this second 5.0 for a 7.0. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The hls module was investigated in the laboratory on 2020-04-01. Results of laboratory investigation: during optical inspection heavy clotting was detected in the oxygenator. No leaks were noticed during the leak test carried out according to lv 201. No pressure abnormalities or leaks were detected during the functional test using the cardiohelp. The hls set worked according to its specifications. The failure could be confirmed. The most probable root cause are the detected clots. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this complaint is related to (B)(4) (see emdr #293304) as the same patient is involved.